Event description:
Servo 300 ventilator malfunction. Pulse ox not reading correctly. Ventilator began making a popping sound, and then began to smell like smoke (burnt wire). Pt had been taken off vent and was being bagged at the time of incident.